Manufacturer narrative:
The device was received fully deployed. No abnormalities were observed in the data. The device completed first and second primes in an expected number of pulses. No damages were observed to the device that would result in the needle deploying early. The cause of this event cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed prior to proper pod activation.